Manufacturer narrative:
Correction to e2, e3, and g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope displayed error: no image-unrestorable. The issue was found midway through the case when an error code with the probe occurred, and the image was lost. There were no reports of patient harm. The diagnostic endobronchial ultrasound procedure was delayed 5 minutes while the patient was under general anesthesia and the procedure was completed with another scope.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the identification chip showed 65 used, there was a leak at the biopsy channel. The distal end had peeling at the pink probe rubber and the probe was taped. The bending section cover glue was discolored white. The forceps passage had a leak. The ultrasound medical image was missing echocardiogram signals due to fluid invasion. After aeration/troubleshooting the evis image was okay. The control body grip adhesive was okay, and the suction cover was dry. The scope connector electrical and ultrasonic connectors had fluid invasion and were dry after aeration. The electrical continuity had an error due to water invasion. The forceps passage was scraped due to repeated insertion and withdrawal of the brush. There was foreign material on the surface of the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.